Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, patient underwent surgical intervention on (B)(6) 2018, wherein the entire system was explanted.